Manufacturer narrative:
Date of submission 27-nov-2017 the device has been returned and evaluated by product analysis on 03-nov-2017 with the following findings: during investigation, the pump was returned and no moisture corrosion was observed in the battery compartment. The keypad was found to be intact; however, all keys were found to be unresponsive, and pump was unable to move past the verify screen. Unrelated to the original complaint, moisture was observed behind the display lens. The audio bolus button was missing on the pump. A leak test fails was performed and revealed an audio bolus button leak. The keypad cover was removed, and no contamination was found under the key contacts. The pump cover was removed, and evidence of internal moisture was found on the keypad flex connector and the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive and that moisture/corrosion was located inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.